Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the internal valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the internal valve.

Event description:
It was reported that during the preparation phase for an atrial fibrillation (a fib) treatment, the faradrive steerable sheath exhibited air and visible blood returning while in the patient. Air was continuously withdrawn until none remained, but blood continued to enter the flush line. To resolve the issue, the sheath was replaced, and the procedure was successfully completed without any complications for the patient. The device was received for analysis.

Event description:
It was reported that during the preparation phase for an atrial fibrillation (a fib) treatment, the faradrive steerable sheath exhibited air and visible blood returning while in the patient. Air was continuously withdrawn until none remained, but blood continued to enter the flush line. To resolve the issue, the sheath was replaced, and the procedure was successfully completed without any complications for the patient. The device was received for analysis and investigation is still in progress.